Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to cuff malposition that caused urethral atrophy and recurring incontinence. A new cuff was implanted. No further complications were observed during the revision.